Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if problem returned.